Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter broke off while installing a screw during surgery. The tip remains in the screw head under the rod. There were no further patient impacts reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screw inserter broke off while installing a screw during surgery. The tip remains in the screw head under the rod. There were no further patient impacts reported.

Manufacturer narrative:
UDI number: na. Additional information: method, results, conclusions - the returned inserter was evaluated. Visual inspection revealed that the tip of the returned inserter is fractured off. As the failure occurred during insertion, it is likely that the tip was not fully seated within the screw head resulting allowing the inserter to experience greater than expected forces ultimately causing the tip to fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a screw inserter broke off while installing a screw during surgery. The tip remains in the screw head under the rod. There were no further patient impacts reported.